Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011330, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011330 was manufactured according to the work instruction (wi) version 100.0, in the multivac m14, on 03/feb/2025, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Report number (B)(4). Event occurred in the united states. It was reported that the patient encountered blood in the infusion set tubing. On troubleshoot patient get to know that it could be a dye used for testing the product. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.